Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue. The analyst noted that dried tissue and body fluid on the helix and in the sleevehead prevents the helix from extending and retracting. This is not a lead failure. Because the helix could not be test at the of analysis, stylet test was performed to figure out if there is inner insulation or inner coil lumen distortion, which may prevent transfer torque to the helix when turning the is-1 connector pin, but no anomalies were found. Test was performed using a stylet sample. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain, perforation and pericardial effusion. The right ventricular (rv) lead was repositioned and remains in use. When repositioning the right atrial (ra) lead the helix was inadvertently over-extended resulting in small p waves and high thresholds. The ra lead was ultimately explanted and replaced. No further patient complications have been reported as a result of this event.